Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of feeling stimulation coming from the implant site was determined. When asked about the most likely cause of this issue they responded "I am not sure what you mean." Steps taken to resolve this issue were they lost their controller but they had a new one now and it worked. They might just need it to be adjusted again but they would call their doctor. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use urgency frequency and urinary/bowel dysfunction . It was reported that the patient (who had a family member/friend helping in the b ackground) reported the therapy was not working for them/the implant was not doing anything for theirsymptoms. The patient stated they'd lost their original handset and had been without one for a couple months but they'd recently gotten a replacement and wanted to try to make a change. The patient said the therapy hadn't helped since they got the implant but they did go to their managing healthcare provider (hcp) for an adjustment at one point and it worked for them for 3 days or so but then it stopped helping again.  The patient denied having had any falls or traumas that could have led to the issue. Patient services reviewed the role of patient services with the patient as well as therapy expectations, device description/function and programming considerations and walked the patient through connecting to their settings. The therapy was on at 1.5 ma.  The patient increased the stimulation and said they could barely feel the tingling, however when asked, they didn't feel the stimulation in their bike-seat region, they felt that the stimulation in their back.  The patient further clarified that it was coming from the implant site. Patient services reviewed stimulation and ins battery longevity considerations with the patient and redirected the patient to follow up with their healthcare provider (hcp) to discuss their therapy concerns and potentially switch to a new program.  The agent told the patient to follow up with their hcp and in the meantime they turned the stimulation back down to 1.5 ma and ended their session with the help of patient services.  The patient may call back for further assistance once they received guidance from their hcp.  The patient called back repeating the therapy issue.  The patient with their spouse mentioned they were peeing 3 or 4 times a night.  The patient said they received the handset replacement and would like to be assisted on adjusting stimulation.  The agent was able to walk the patient through connecting to their ins and making adjustment.  The patient initially mentioned they barely felt the stimulation, but when their spouse increased the stimulation, patient confirmed they felt it on their vagina.  The patient confirmed it was comfortable. They were redirected to their hcp if symptoms persisted.